Event description:
On october 04, 2021 fujifilm healthcare americas corporation was informed of an incident that occurred during an ercp procedure. The user facility reported that there was an issue with the device. When performing the sphincterotomy, as part of the cannulation processes, the user noticed a burn mark near the ampulla. This was a superifical thermal injury (i.e., burn to the duodenal mucosa), but there were no changes in vital signs or long-term harm to the patient. The user noted the sphincterotome was not rotated around or different from the typical orientation. The sphincterotomy was completed with a boston scientific true tome device. This issue was noted at the end of the procedure. No scope change was performed. The procedure was completed without any further difficulties. There is no death associated with event.